Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, while unpacking the device the nurse noticed that the blue tip was twisted. They discarded the device and sent us back the tip. They used another device for the operation.